Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had an MRI on (B)(6) for a back problem. After that they had migraines every day for at least 2 weeks which is not normal for them. Patient stated someone from manufacturer come to turn the dbs off before the MRI but the employee told the patient "we don't shut it all the way off". Patient services reviewed expectations that this may occur when an MRI group is configured however patient was not familiar and did not know if they had an MRI group or not. Patient did not know the name of the rep who was present at their MRI. Patient believes the dbs is still working because they shake if it is not on and they can tell it is working when they turn it back on. The patient was redirected to their healthcare provider to further address their concerns with migraines.